Event description:
The consumer reported that an end of service message was seen the morning of the report. The patient was still feeling stimulation. The consumer stated that "it goes on and off and it works a little bit and then it quits" since the morning of the report. The implant was working fine and the patient was charging the implant and was feeling stimulation. There was no allegation of dissatisfaction with the longevity of the implant. Additional information received from the consumer reported that the device was working just fine and they charge for one hour twice a day so they never run out of battery. The end of service message was not seen since the morning of the report. The indication for use was other chronic/intractable pain of the trunk/limbs. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.